Manufacturer narrative:
The reported arh solutions 2 head 20mm, left was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the arh solutions 2 head 20mm, left (part number 5001-0520l-s) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
An "arh solutions 2 head 20mm, left" failure was reported by (B)(6) hospital for a post operative loose implant. The index surgery was performed on (B)(6)2023. Requests for additional information have been made. If/when additional information is received a follow-up MDR will be submitted. No other adverse patient consequences were reported. This report is related to report number 3025141-2025-00089 for the "9.0mm x 2.0mm stem" involved in this event.

Manufacturer narrative:
The reported arh solutions 2 head, left was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the arh solutions 2 head, left part number and batch/lot number are unknown. Based on the information received, the root cause could not be determined.

Event description:
A loose implant, related to a procedure that took place on (B)(6) 2023 at (B)(6) hospital reported. However, it is unclear which of two "arh solutions 2 head" devices, one that is 20mm and the other 22mm are implanted. This report is related to report number 3025141-2025-00089.